Event description:
Mics power straight attachment will not keep the sawblade tight with it's attachment.. During the straight cuts on the femur during a tka procedure the sawblade would come loose. The surgeon had to tighten the nut on the straight attachment with the wrench in order for the blade to stay attached. One minute surgical delay. Case type: tka. As per the mps: did the saw blade fall out of the handpiece during cutting? Yes it did.

Manufacturer narrative:
Reported event: it was reported that: "mics power straight attachment will not keep the sawblade tight with it's attachment. During the straight cuts on the femur during a tka procedure the sawblade would come loose. The surgeon had to tighten the nut on the straight attachment with the wrench in order for the blade to stay attached. One minute surgical delay. As per the mps: did the saw blade fall out of the handpiece during cutting? Yes it did." Device evaluation and results: functional inspection: shows that the attachment knob when turned does clamp the blade, however, the ratcheting pawl is not clicking to lock the knob. The failure mode is confirmed. Visual inspection: shows a stuck ratcheting pawl plunger. Dimensional inspection: not performed as the item has been used and the dimensions and tolerances on the print are no longer accurately represented by the part. Material analysis: not performed as no material failure is alleged. Device history review: review of the device history records indicate 48 devices were accepted into final stock on 28aug2018 and 2 devices were rejected. It was noted on 28aug2018 that, "parts received are rev. 02 and inspected to rev ab per latest revision requirements in wi 012." Review of qt17-01-0080 indicates 2 device with serial # 3203670 and 3503677 were quarantined and a disposition was not confirmed. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212186, lot 35031216 shows 00 additional complaint(s) related to the failure in this investigation. Conclusions: the complaint of the blade not staying locked was confirmed. The failure was traced to the ratcheting pawl plunger being stuck. The issue was observed during the case and resulted in a 1 minute delay. There was no further harm and the case was completed successfully. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics power straight attachment will not keep the sawblade tight with it's attachment. During the straight cuts on the femur during a tka procedure the sawblade would come loose. The surgeon had to tighten the nut on the straight attachment with the wrench in order for the blade to stay attached. One minute surgical delay. Case type: tka. As per the mps: did the saw blade fall out of the handpiece during cutting? Yes it did.